Event description:
The customer reported that the insulin pump hhad physical damaged. Customer stated that there was a crack around the battery ream and belt area does not hold clip and keeps falling off. Customer's blood glucose was 101 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Pump received with minor scratched display window, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube.